Manufacturer narrative:
This product problem was also reported to FDA in medwatch mw5044405. No device was available for evaluation, but the details of the malfunction are part of the complaint investigation. This investigation is still on-going, and the results will be communicated to FDA via follow-up MDR with 30 of its conclusion.

Event description:
During CT scan of the abdomen/pelvis which required injection of IV contrast with an autoinfuser (at 1.8 ml/sec) the IV extension tubing ruptured. The extension tubing was replaced and there was no adverse outcome to the patient.

Manufacturer narrative:
This product problem was also reported to FDA in medwatch mw5044405. Vygon was unable to conduct a true indepth investigation of the issue, as we did not receive any units back from the customer. However the pir stated that the customer was using the set for a CT injection, and this device is not indicated for use with CT level pressure. Vygon USA has entered this incident into the complaint logs, and remains vigilant for this type of complaint.